Manufacturer narrative:
Method : visual examination, device history review, complaint history review, hardness test. Results: visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been other reported events. Hardness test - shows exceeding the minimum specified requirement of rc 38.

Event description:
It was reported that, "cracked broach handle. See top of handle below the strike plate."